Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. If additional investigation occurs regarding this issue as a result of follow-up with the customer, lfs will report the findings to the FDA in a supplemental report.